Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48-81 mg/dl, due to incorrect time being set. Low bg was addressed by consuming carbohydrates, drinking juice and ate sugar. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.